Event description:
Revision Surgery - due to loosening.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (b)(4) , S810 - Device Loosening, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.